Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, when firing the tackers, 2 came out together. When tested outside the patient, same issue was noted. This incident happened in 4 attempts. Replaced by a new device to complete the case. No injury.